Event description:
The issue reported involved the touchscreen of a pump, which was unresponsive and frozen, preventing interaction. The potential impact on the customer's blood glucose level was not disclosed, as the caller declined to provide that information. Technical support provided instructions for resetting the pump, and following the reset, the customer regained the ability to interact with the touchscreen.